Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tc55 stapler locked during the procedure. Another instrument was used to complete the case. There was no consequence to the pt.